Event description:
During follow-up, noise leading to oversensing, high capture threshold, and low pacing impedance were observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. The patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
During follow-up, noise leading to oversensing, high capture threshold, and high pacing impedance were observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. The patient was stable and will continue to be monitored. There were no adverse consequences.